Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up interrogation the remaining longevity was 3 months when 3 months prior longevity was 7->10 years. The device was re- interrogated, normal trend was found. The patient was discharged. No reports of symptoms.